Event description:
It was reported that the patient with this electrode presented to the emergency room after receiving an inappropriate shock due to oversensing of noise. It was noted that the patient had received three appropriate shocks since implant. Technical services (ts) provided a review and noted there was a reduction in signal amplitude for the past three months. Ts discussed possible reasons and recommended possible troubleshooting options. A chest x ray was performed. The field representative performed troubleshooting and noted lead noise when palpating around the device and lead. The patient was admitted. Subsequently the sicd system along with the electrode were explanted and replaced with a cardiac resynchronization therapy defibrillator (crtd) due to other changing indications. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode a fracture on the distal electrode cable conductor, located approximately 97 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the subcutaneous implantable cardioverter defibrillator (s-ICD) lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient with this electrode presented to the emergency room after receiving an inappropriate shock due to oversensing of noise. It was noted that the patient had received three appropriate shocks since implant. Technical services (ts) provided a review and noted there was a reduction in signal amplitude for the past three months. Ts discussed possible reasons and recommended possible troubleshooting options. A chest x ray was performed. The field representative performed troubleshooting and noted lead noise when palpating around the device and lead. The patient was admitted. Subsequently the sicd system along with the electrode were explanted and replaced with a cardiac resynchronization therapy defibrillator (crtd) due to other changing indications. No additional adverse patient effects were reported.